Event description:
Customer reported that the bravo capsule failed to detach from the delivery system. The customer stated that the handle broke when the plunger was pressed and they had to tear the esophageal wall to remove the capsule. The patient didn't suffer from any adverse event during the procedure.

Manufacturer narrative:
No patient injury has occurred following this incident.